Manufacturer narrative:
(B)(4). The return of the incident unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reports that while during a case, an integra monopolar cord caught on fire while connected to the force fx generator. The fire was extinguihsed with the use of a blanket. The generator and the attached accessories where removed from the operating room and replaced with another generator and handpieces to complete the procedure. No patient injury was reported. The generator has been sent to the hospital's biomedical engineering department for evaluation.